Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they ran chem_wash. The customer stated their probe counts and hm wash station maintenance were up to date. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the hm tubing. The customer ran quality control (qc), resulting elevated for level 1 and in range for other levels. The cse found the "selective microclean" was expired. Cse replaced the "selective microclean" bag. The cse ran probe alignments and decontamination. The cse replaced the wash1 and water bottles. The customer ran calibration and qc, resulting in range. The customer ran wash1 precision, resulting in range. The customer ran a qc panel, resulting in range. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on two patient samples on a dimension rxl max with hm instrument. The initial results were not reported out to the physician(s). The customer repeated same samples on the same instrument, resulting lower. The customer tested the same samples on an alternate dimension xpand instrument, resulting the same as the repeat results from the original instrument. The alternate instrument results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.

Manufacturer narrative:
The initial MDR 2517506-2017-00088 was filed on january 24, 2017. Additional information (01/31/2017): a siemens' headquarters support center (hsc) specialist reviewed the data provided. The data is consistent with biofilm causing the high outliers. Biofilm releases phosphatase into the chemistry wash, which participates in the cascade reaction causing higher mau to be produced. The system was decontaminated and no further elevated outliers were reported. The cause of the discordant, falsely elevated cardiac troponin results is due to biofilm in the chemistry wash fluidics. The instrument is performing according to specifications. No further evaluation of the device is required.